Manufacturer narrative:
Device used for treatment, not diagnosis. Use of surgilube to minimize metal debris in removal of jammed titanium locking screws. Brubacker, jw; owen, trevor m; vrhas, ms. (Apr 2013) elsevier: injury, int. J. Care injured 44, 1648-1650. This report is for an unknown liss plate/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article. Use of surgilube to minimize metal debris in removal of jammed titanium locking screws. Brubacker, jw; owen, trevor m; vrhas, ms. (Apr 2013) elsevier: injury, int. J. Care injured 44, 1648-1650. This is a retrospective study of six hardware removal cases between november 2009 and april 2012 using the less invasive stabilization system (liss; synthes, west chester, pa, USA). The liss plate was placed for fixation of either a distal femur or a proximal tibia fracture. The removal of the plate was indicated due to painful or prominent hardware, and one case of infection. The locked titanium screws have a propensity to become fixed to the plate. This study describes the complication and techniques for removing jammed screws. All six cases encountered jammed or cold-welded screws. A carbide bit was used to obliterate the screw head allowing the plate and screw to be removed. This report is 1 of 2 for (B)(4). This report is for unknown liss plates and refers to the pain, prominent hardware, infection, and the device interaction between the plate and the jammed screws. This report is for 1 device.